Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was 15 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. However, the insulin pump failed the leak test; leak at a crack on back of the case. The insulin pump had cracked case battery tube, keypad overlay texture damage and minor scratches on the lcd window.